Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient passed away while on the cycler. The cause of death was due to heart issues. Upon additional follow-up, it was confirmed with the patient¿s pdrn that the patient expired in his sleep while in an unknown phase of pd treatment with the fresenius cycler. The nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), hypertension, hyperlipidemia, and recent diagnosis of endocarditis. Per the nurse, the exact cause of death was unknown. It was reported the esrd death certificate was not available. However, the nurse stated the death was suspected to be associated with pre-existing comorbid conditions. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.

Manufacturer narrative:
Additional information: d9, h3, h4 plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient passed away while on the cycler. The cause of death was due to heart issues. Upon additional follow-up, it was confirmed with the patient¿s pdrn that the patient expired in his sleep while in an unknown phase of pd treatment with the fresenius cycler. The nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), hypertension, hyperlipidemia, and recent diagnosis of endocarditis. Per the nurse, the exact cause of death was unknown. It was reported the esrd death certificate was not available. However, the nurse stated the death was suspected to be associated with pre-existing comorbid conditions. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.

Manufacturer narrative:
Clinical investigation: a temporal relationship may exist between pd therapy with the liberty select cycler and the patient¿s death. Patients with end stage renal disease (esrd) on dialysis have a significantly higher mortality risk than the general population. Furthermore, the patient had a medical history that included hypertension, hyperlipidemia, and recent diagnosis of endocarditis. Based on the available information, the exact cause of death cannot be determined. Currently, there is no allegation that the patient¿s death was related to a product issue or malfunction with the fresenius cycler. The patient¿s death is likely to be associated with pre-existing comorbid conditions, as reported by the patient¿s pd nurse. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. A simulated treatment using as-received treatment settings was performed on the cycler and passed. There were no fluid leaks in the test cassette during the test. The cycler underwent and passed a system air leak test and valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the bottom cover underneath the pump assembly. Hp2 was found to be clogged with fluid. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the relationship to the event cannot be confirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient passed away while on the cycler. The cause of death was due to heart issues. Upon additional follow-up, it was confirmed with the patient¿s pdrn that the patient expired in his sleep while in an unknown phase of pd treatment with the fresenius cycler. The nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), hypertension, hyperlipidemia, and recent diagnosis of endocarditis. Per the nurse, the exact cause of death was unknown. It was reported the esrd death certificate was not available. However, the nurse stated the death was suspected to be associated with pre-existing comorbid conditions. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient passed away while on the cycler. The cause of death was due to heart issues. Upon additional follow-up, it was confirmed with the patient¿s pdrn that the patient expired in his sleep while in an unknown phase of pd treatment with the fresenius cycler. The nurse reported that the fresenius cycler is not suspected in any way to be related to the death. It was reported the patient was completing pd treatments on the fresenius cycler (prior to death) without any adverse events. Furthermore, there were also no reported issues or malfunctions with the machine. The nurse provided that the patient had pre-existing comorbid conditions that included end stage renal disease (esrd), hypertension, hyperlipidemia, and recent diagnosis of endocarditis. Per the nurse, the exact cause of death was unknown. It was reported the esrd death certificate was not available. However, the nurse stated the death was suspected to be associated with pre-existing comorbid conditions. The fresenius cycler was pending return to manufacturer (via associated clinic) at the time follow-up was completed.

Manufacturer narrative:
Correction: therapy dates.